Event description:
It was reported that during an unspecified treatment procedure, a balloon rupture occurred. The balloon was unable to dilate the lesion due to a rupture. The number of inflations and to what atm's is unknown. No patient injuries or complications were reported. Patient status reported as good.

Event description:
It was reported that during an unspecified treatment procedure, a balloon rupture occurred. The balloon was unable to dilate the lesion due to a rupture. The number of inflations and to what atm's is unknown. No patient injuries or complications were reported. Patient status reported as good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis and the initial visual examination of the balloon identified no tears. However, during attempts to inflate the balloon a pinhole leak was identified at the proximal edge of the proximal markerband. A detailed microscopic examination of the balloon material and of the proximal markerband could not identify any anomalies which could potentially have contributed to the pinhole leak. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).